Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assisted ivor lewis esophagectomy, a proximal incision of the esophagus was made to insert the anvil and a purstring was placed to secure the anvil. The stapler was placed in the distal tissue, the center rod was exposed, the anvil was mated with the center rod, the stapler was closed, green was observed, the safety was released and stapler was fired hearing a crunch sound. The stapler was then opened and as the anvil was tilting, the anastomosis fell apart. The surgeon noted straight legs of the staples (there were no b-shaped staples) and noticed that the anvil was still in the proximal portion of the tissue as the knife blade did not fully cut the tissue. The surgeon then performed a thoracotomy to detach the stapler from the anvil, remove the anvil from the proximal tissue but opening the remaining proximal cut line and then hand sewed the proximal to the distal tissues forming a completed anastomosis. An additional 2.5 hours of surgery was needed to complete the correction of the misfired anastomosis. It was stated that 200 cc of additional blood was captured due to the misfire and corrections. Extended hospital stay may happen as a result of extra pain due to the thoracotomy incision.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of a video of a device. A device accessory is used with a device creating a partial cut and straight legged staples sticking out of the instrument after an attempt to fire. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damages may occur if an instrument is used with an anvil of the wrong size. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.